Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, conformal coating was found inside the j1 and j2 therapy electrode connectors. The cause of the test failure is intermittent contact between the pins inside the connector. The cause of the intermittent contact is the conformal coating. The cause of the conformal coating in the connector is improper rtv application. The cause of the improper rtv application is a manufacturing error. Investigation is ongoing under an existing corrective action. No adverse event resulted from the damaged wire.

Event description:
A review of service data detected a reportable event. Belt sn (B)(4) failed incoming therapy electrode recognition testing.